Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. Without return of device (remains implanted, viv), the nature of the reported stenosis cannot be identified or evaluated. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. No further action required.

Event description:
It was reported that a patient with an implanted edwards aortic bioprosthetic valve is not diagnosed with severe symptomatic low gradient aortic stenosis, after an implant duration of approximately 11 years. The patient was enrolled in the clinical trial and underwent an implant of a transcatheter valve inside the previously implanted device(valve in valve). Patient was reported as stable post the transcatheter procedure.